Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower the software was stuck whenever they try to get medications. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower the software was stuck whenever they try to get medications. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a zip tie was too tight for the barcode scanner and biometric identification device, and the biometric identification mounting plate was cracked, causing the device to sink into the cabinet. A field service engineer inspected the cabinet and cabling, verified power management settings, and released all pockets for testing. The engineer loosened the zip tie restricting the barcode scanner and biometric identification device, then replaced the cracked biometric identification mounting plate. Proactive inspection was performed. The station was tested by having the customer pull various medications, and the machine functioned normally. The customer successfully logged in using the biometric identification device, which remained securely in place. The system functioned as intended after the field service engineer repaired the device.